Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-18214. The patient reported, she is experiencing constant pain at the lead (off-label) incision site and down her leg. The patient indicated the pain is experienced with stimulation on and off.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.